Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on 8100 unit had error while running pm test. "Patient side occlusion fail" will need to aboard the pm test and run calibration test on unit which is four test for the sensors. Before call in customer had ran the calibration & patient side occlusion test both test fail. He will need to replace the bottom sensor but he can replace both want hurt confirm part number for sensor.